Event description:
No additional information.

Manufacturer narrative:
Investigation results: it was reported that there was a leak coming from the top of silicone segment. One sample model 2420-0007, lot 24055695 was returned for investigation. The set was examined for defects and abnormalities. No ring retainer was seen at the top of the silicone segment. No other defects or abnormalities were observed. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the misasembly between the silicone tubing and the upper fitment could be related to a possible failure in the flow stop machine. This was not recorded in a work order. The standard work instruction was updated on (B)(6) 2024, to define that when the spare part or part to be worked on comes into contact with the product, a maintenance work order must be generated at the time the event occurs. A device history record review for model 2420-0007 lot number 24055695 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 27may2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris pump module smartsite infusion set was damaged the following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Email(s) attached. Floor underneath IV pumps found to be wet. On tracing lines, noted leaking coming from IV tubing running IV fluids and intermittent antibiotics. Tubing inspected, fault found where top blue piece connected to pump segment of tubing. Disconnected from patient and replaced. No observable harm to patient but potential for incorrect medication dosage delivery if present during antibiotic administration.